Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had migrated. It was determined that as the system w as still operating as intended, the patient did not require intervention. The ICD remains in use. No further patient complications have been reported as a result of this event.